Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address pain. The surgeon stated that the cup was over anteverted. Litigation papers were received alleging abnormal wear of the metal-on-metal bearing causing debris and joint effusions. Cup loosening was also reported.